Event description:
The lap band tubing became disengaged at the point where the port joins the tubing. The pt had to be brought to the or for retrieval of the tube so it could be reattached with a stainless connector. It was discovered that there were two small pieces of tubing that broke free from the device. As the surgeon tried to retrieve all parts they broke into smaller pieces, but all pieces were retrieved.